Manufacturer narrative:
Patient identifier, age and weight were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot information unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure patient experienced loss or failure of implant to integrate.